Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump was alarming when attempting to program the insulin pump. The customer did not know the blood glucose reading. The insulin pump was replaced.